Manufacturer narrative:
New information was received stating that the valve-in-valve occurred in the mitral position and not the aortic position. There was no allegation by the surgeon of the 23mm pericardial aortic valve caused or contributed to the patient¿s condition. Report number 2015691-2016-00087 was submitted for the 25 mm pericardial mitral valve that underwent a valve-in-valve procedure.

Event description:
New information was received stating that the valve-in-valve occurred in the mitral position and not the aortic position. There was no allegation by the surgeon of the 23mm pericardial aortic valve causing or contributing to the patient's condition. Review of the medical found no allegation of quality deficiency or device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. In this case, it was reported that the implant duration of the device was eleven days. Information regarding this valve-in-valve procedure was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device at time of replacement or information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for explant of this device remains indeterminable. If additional information is received a supplemental report will be sent. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a second device, a 26mm transcatheter aortic heart valve, was implanted into a 23mm aortic bioprosthetic valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was eleven (11) days. The reason for reoperation is unknown and both devices remain implanted. The patient expired one (1) day after implantation of a 26mm transcatheter aortic heart valve. No additional details provided.